Event description:
The report states: involved a female patient using the catheters in homecare since few weeks. The nurse who is helping her reported leaks from 3 catheters used by the patient. 3 different incidents. After examining the catheters she reported leaks from the balloons. To illustrate she took a picture. The balloon is not properly inflated. Clinical consequences: no consequence reported.

Manufacturer narrative:
Qn# (B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. 1 representative sample was returned for investigation. Refer to the complaint description, it was claimed that the catheter was inserted into a patient and later the catheter fell out. Upon further testing it found that the catheter was unable to inflated again. Visual examination was performed on the returned representative catheters and no material degradation or abnormalities observed. The entire components appeared to be in good condition. The representative sample then inflate with 10ml of distilled water. The balloons inflated normally and no difficulties during inflation. The representative sample then deflated using and empty syringe without any problem arise. Leak balloon may happen due to several reasons such as in contact with sharp object during use i.e. Contact with clamper, kidney dish/tray overinflating or contact with contradict lubricants such as oil based antiseptic phenols or their derivatives, grease, petroleum jelly, petroleum spirit, paraffin or other relatives' compounds. Balloon could also leak as a result of balloon had come in contact with bladder or kidney stone during use for patient with bladder or kidney stone history. Based on literature, salty like sediment could also possibly lead to balloon tear. Refer to figure 1 below adopted from an article from robinson j (2003): deflation of a foley catheter balloon, nursing standard which stated that encrustation stick on the catheter balloon may be break into small particles and scratch the catheter surface and patient urethra resulting into bleeding, scarring or trauma. A simulation test was conducted with representative samples from production on the same catheter size and balloon volume. Samples were inflated with 10ml of distilled water and soak in water at 37'c for 14 days according to ptm-028 (functional test for foley catheters). Samples were removed from soaking after 14 days and check for any leakage. No deflation issue was observed. Balloons are still inflated to its normal condition and shape. In our current standard operating procedure as per spm asl-003, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test (spma52- 004). Catheter with defective balloon will be culled out. In the absence of any actual or representative sample for investigation, further investigation could not be conducted to identify the actual root cause of this reported failure. Moreover, based on the photo provided by the complainant, it could not be observed clearly that the fluid seep out from the balloon to indicate evidence of leak balloon. Therefore, this complaint could not be confirmed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: involved a female patient using the catheters in homecare since few weeks. The nurse who is helping her reported leaks from 3 catheters used by the patient. 3 different incidents. After examining the catheters she reported leaks from the balloons. To illustrate she took a picture. The balloon is not properly inflated. Clinical consequences: no consequence reported.